Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 75 ml/hr. The rptr stated the pump delivered too much, but had no specific delivery details of the event. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the event date given above is approximate.